Manufacturer narrative:
The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.  The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.